Manufacturer narrative:
The reported event was confirmed for high impedance/broken lead. Microscopic inspection identified a all internal wires broken inside the paddle/header, as well as exposed wires at the indicator band. The broken internal wires inside paddle are consistent with the paddle being subjected to overstress condition while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention was taken to replace the lead.